Event description:
It was reported that during a ureteroscopy, resistance was felt as the flexima catheter was introduced, followed by the soft tip of the catheter detaching in the ureter. There was no pt injury, although the procedure was delayed while the doctor extracted the tip from the bladder. This event is being reported as a malfunction that could have led to injury if the tip had not been retrieved.